Event description:
The customer reported false negative results when testing seraclone anti-jk(a) with jk(a+b+) panel cells. Furthermore, customer reported that he was not following the instruction for use regarding the required centrifugation time. The customer spun only for 20 seconds instead of the required 60 seconds. When the customer retested with the correct centrifugation time the reactions were correctly positive. Customer had returned neither the supposedly defective product nor the control. Therefore, our quality control tested the retained sample of seraclone anti-jk(a) with different reagent red blood cells. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-jk(a) functions correctly. The complaint was caused by a customer´s use error. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.